Event description:
It was reported to vyaire medical that the avea ventilator needs a replacement of gde due to the customer could hear a gas leak coming from the gde during patient use. The ventilator's fio2 reads 3% when it is set to 40%. The issue occurred during patient-use and the device was replaced with another ventilator. Furthermore, the customer confirmed that there was no harm done to the patient.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer placed an order for a replacement gde (gas delivery engine) . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.